Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had black water leaking from it, had scope communication error e315 and the image was not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause for the black water leaking could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. For the error code e315 and no image issue, the most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.